Event description:
It was reported to hill-rom that a pt coded and later died on an excel bariatric bed frame. The customer stated that they had trouble administering intubation because the pt helper mount was in the way. A hill-rom svc tech inspected the bed, including the headboard and pt helper mount. The bed was working within all specs.